Event description:
The user facility reported that leakage from the hollow fiber bundle occurred during dialysis treatment on five reprocessed dialyzers from the same lot number. The dialyzers were reported to have leaked four consecutive days and one additional day reuses. On follow-up communication, the user faacility reported that the blood in the circuit was not returned to the patients and that the units were each changed out for another dialyzer. The user facility reported that there were no pt complications. Additional event specific information was not available.